Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (problem with the aspiration system of the subject device): the reported issue was observed after an unspecified diagnostic procedure was completed using the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a solid dark foreign material; but it not possible to identify the material further. As there was no information provided on obvious misuse, it was not possible to further presume the cause of the suggested phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing of the returned device, in addition to the information provided in event, the customer's allegation that there was a problem with the device's aspiration system was not confirmed or duplicated. Service did find there was reduced angulation due to stretching of the angle wires, there was deterioration/damage of the adhesive on the bending section, the universal cord/video cable was damaged/deformed, the objective lens was chipped, there was a crack in the resin part of the distal end, and there was a decrease in the output of light from the light guide lens. The investigation is still in-progress. A supplemental report will be submitted, once additional information is received.

Event description:
The customer reported to olympus that there was a problem with the aspiration system of the subject device. There was no patient or user injury reported due to this issue. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was no air/water flow through the air/water system due to the nozzle being clogged with foreign material. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.